Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient's lead was removed because the patient felt "irritation from left buttocks."

Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# (B)(4) serial# implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The patient reported that ever since their replacement MRI-safe system was placed, they were never able to turn it on because it flared their left hip pain up even more. The patient stated they tried different programs but they'd always end up having to turn the ins off because that left side would flare up in the first 4 hours where they'd experience pain and numbness going from their hip/buttock and down into their leg where they couldn't walk and they'd have to turn it off again and that it would take 16-24 hours for the pain to subside. The patient tried to turn it on again at least every month but the left hip always flared up. The patient stated they didn't know if the device had been defective or what. The patient was approved by their insurance to have an MRI while the device was implanted but it was determined by the patient's physicians the patient's pain in their hip was getting worse and the way to resolve it would be to remove the lead so the patient had the lead removed on (B)(6) 2022. The patient didn't want to remove the ins if they could resume using it again in the future because throughout all of the flare ups, they were never able to use the therapy and so they'd been dealing with symptoms of their ic and urgency. The patient stated 3 days after the lead was removed, they'd fallen on their left hip and they still had pain, however the flare-ups and the burning sensation started to go away and the patient no longer had the numbness. The patient stated they still had left hip pain and had just come today ((B)(6) 2022) from getting an injection in their si joint. The patient needed an MRI now of their upper cervical spine now and were now unable to get the scan due to the ins that was still implanted. The patient stated they were not told they wouldn't be able to get an MRI scan with a partial system. The patient stated they would probably have to have the ins removed because they needed the MRI but they were very upset they were not told at the time they removed the lead that they couldn't have an MRI because they wouldn't have kept the ins implanted if they knew this. The patient was redirected to follow up with their managing hcp to further discuss their options.